Event description:
It was reported that the patient with this right ventricular (rv) lead was exhibiting out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) was consulted and observed that the measurement that was out of range appears to be an outlier, as the other shock impedance measurements were observed to be stable and within range, and noted that there is no evidence of noise. Ts recommended performing isometrics, pocket manipulation, and serial impedance tests, and if no noise is observed, the patient may continue to be monitored. Reprogramming can also be considered. This rv lead remains in service and no adverse patient effects were reported.